Event description:
A clinician reported noting a hole in the IV tubing during pt use while administering magnesium sulfate (mg so4) to stop labor. Further follow up with clinician revealed that the pt involved in the reported event was 28 weeks of gestatinal age. Reportedly, the concentration of mg s04 was 40 gm per 1000 ml of lactated ringers. Clinician stated that pt initially received a 4g bolus at 200 ml/h over 30 mins, then the drip was increased to 2g/h at 50ml/h, and then to 3g/h at 75ml/h, per clinician, tubing was found to be leaking when the drip rate was increased to 3g/h. Clinician stated that the mg so4 bolus was being increased because pt's contractions would not stop. Reporter stated that as soon as the tubing was changed and the mg so4 bolus was restarted, the contractions stopped. Reporter stated that after pt's contractions stopped, the pt was transferred to another hospital as initially planned.